Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: st. Jude medical agilis 8.5fr sheath, model # 408309, st. Jude medical brk transseptal needle. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for persistent atrial fibrillation with a lasso nav variable eco catheter and suffered a cardiac tamponade requiring surgical intervention. During the 2nd transseptal puncture, while contrast was being administered via the agilis sheath, contrast entered the pericardial space, indicating a left atrial wall injury. Physician left the sheath in place in an attempt to avoid a tamponade. Patient was reported to be in critical condition immediately after the event. Patient was transported via helicopter to another facility for a thoracotomy to repair the rupture via an epicardial patch. Patient required extended hospitalization as a result of this adverse event for recovery from cardiac surgery. Patient outcome was improved. Adverse event was considered to be life-threatening. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Transseptal puncture was performed with a st. Jude medical brk needle. Sheath in use was a st. Jude medical agilis 8.5 french. It was noted that the sheath ruptured the left atrial wall with blunt force. Generator parameters, overall ablation time, last ablation cycle time, and irrigated catheter flow rate were not reported, as no ablation was performed. Patient received anticoagulant (heparin) during the procedure with activated clotting time maintained in an unspecified range. Patient was in sinus rhythm for the majority of the procedure. There is no information regarding spi value, catheter proximity, or zeroing of the catheter. There were no errors reported on any bwi equipment during the procedure.